Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "system error 345" was reproduced. A review of the event history log revealed multiple "system error 345 -thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream thermistor failure. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.